Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown. Device info - expiration date unknown. Initial reporter - name unknown. Manufacture date ¿ unknown. PMA 510(k): - this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k150850. This report is number 1 of 2 mdrs filed for the same patient (reference 3006946279-2016-00053 & 00054). Discarded.

Event description:
It was reported patient underwent an unknown procedure on an unknown date. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and an unknown delay occurred.